Manufacturer narrative:
Section a4: correction - patient weight. Section g3 and h4: correction. Section d4: correction - the heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Section h6: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of neurological dysfunction could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6)with no further related events reported at this time. The heartmate 3 lvas instructions for use (IFU) lists other neurological events (not stroke-related) as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Additionally, this IFU also contains information regarding the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient presented to the hospital due to changes in mental status, memory loss and confusion. During admission the patient was found to be subtherapeutic. The patient was seen in office on (B)(6) 2019 and determined to be unable to make self decision. No further information was reported.